Manufacturer narrative:
(B)(4). It was reported the patient was doing well and the fluid was clear. On an unreported date, treatment with antibiotics was discontinued. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. On the day of onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin injection 1 gram intraperitoneally stat for the peritonitis event. Beginning on an unreported date, the patient was treated with amikacin injection 100 milligrams daily intraperitoneally (duration not reported) and fortum injection 1 gram daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.